Event description:
A pt reported blood glucose of "11.1 mmol/l and 7.6 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.